Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that while in the hospital, the device delivered 15 shocks, and that the device upper rate was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.